Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested after and the issue with properly detecting the purge disc was reproduced, and broken purge flag was identified (missing at blue retainer see attached image). The cause of the inability to detect the purge disc was due to a broken purge flag. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2024-24926.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported that during prep while going through prompts to prime device, once click purge disk then close door prompt displayed, the automated impella controller (aic) would not advance screens. A new console was used with no issues. No patient harm has been reported.